Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the representative that there was no power to the lcsb5 blade. They checked all connections, then replaced with another lcsb5 to complete the case. There was no consequence to the pt.